Event description:
It was reported the patient developed an infection. The lead was removed. The lead was discarded by the hospital. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead was discarded by the hospital. (B)(4). Concomitant product: (B)(4), implantable cardioverter defibrillator, (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.